Manufacturer narrative:
Serious injury of a resident's leg was reported to maquet. No malfunction of the maquet product was reported. The hospital told us that this is not a product failure. The serious injury is not related to a malfunction of the maquet product however since a maquet product was involved we decided to report this case to the competent authorities. Maquet service engineer tried to visit the hospital to confirm the product and serial no., to investigate the product and to check the resident's condition, however he was refused. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Temperature monitoring product (not maquet product) was put at the bottom of leg plate of the maquet table. When maquet table was moved the temp. Monitoring product fell down and resulted in injury of resident's leg. (B)(4).